Event description:
Philips received a complaint regarding a v60 ventilator that displayed an auxiliary alarm supply failed alarm, though no patient or user harm was reported. At the time of the incident, the device was reported to be outside of use. During remote troubleshooting, the customer informed the remote service engineer (rse) that they checked the voltages on the pneumatics screen and noted no issues. Because the product malfunction could not be definitively confirmed remotely, the rse reviewed the v60 service manual and determined that a faulty motor controller (mc) printed circuit board assembly (pcba) was the likely cause of the alleged issue. The rse then recommended replacing the mc pcba and provided the necessary part information. In a good faith effort response received on june 29, 2026, the customer confirmed that the part was ordered, received, and successfully installed. Following the component replacement, the customer completed performance testing in accordance with the service manual, and the device was confirmed to be fully functional and returned to use. Consequently, the investigation concludes that no further action is required at this time, though the complaint file will be reopened if additional information is received.